Event description:
Additional information was received from the manufacturer representative(rep) reporting that actions taken to resolve the shocking/burning/ins flipping/long recharge was the doctor¿s office was notified, but it was unknown what further actions would be taken. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.

Manufacturer narrative:
Continuation of d10: product ID 977c165 lot# serial# (B)(6). Implanted: (B)(6) 2023.product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(6), ubd: 02-jun-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that there was shocking and burning. Patient is reporting the following symptoms: burning where the ins and paddle lead are, charging feels like it's on fire, 4 hours to charge, flipping of the battery inside the pocket, constant feeling of 'zapping', husband reports he caught his wife when falling and got 'zapped', all symptoms started after she had a fall in september. The issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.